Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer¿s blood glucose level was 500 mg/dl. Customer was in hospital for a urinary tract infection and that is why her blood glucose was higher. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode feature was active on insulin pump at the time of event. It was also stated that customer was out of supplies so they were not wearing insulin pump and was off of it for a couple of weeks.